Event description:
It was reported that insulin was leaking from the cassette luer lock during priming. The patient noted that insulin was not coming out of the needle and did not observe any damage or cracks in the line; however, leakage was evident at the luer lock. The event involved the patient, but no harm was reported

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.